Event description:
During a follow up, the physician found the device in backup vvi mode. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.